Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of photographic pictures, a search for similar complaints, and a review of labeling. Return material was available and reviewed at the customer site. An abbott field service representative (fsr) completed troubleshooting of the instrument and provided photographic pictures for further review. This involved parts replacement of the heater controller driver pcb which resolved the issue. The pictures were reviewed and supported the heater controller driver board as the suspect part. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. The investigation did not identify any systemic issues pertaining to the heater controller driver pcb. No product deficiency was identified. However, a malfunction was identified as the heater controller driver pcb failed with evidence of fire/burned component. Based on the available information no product deficiency of the heater controller driver pcb in use on the prism 6 channel-ce analyzer, list number 0 6a36, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
While running the prism 6 channel ce analyzer the customer noticed a burning smell. Upon review of the analyzer by an abbott ambassador it as noted that there was evidence of a burned component on an electric heater driver board. The board has been replaced and the analyzer has been returned to use. No injuries have been reported.